Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26feb2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer reported that the touchscreen was calibrated in october 2018 and requires calibrating again. The customer requested onsite support. The fse was unable to duplicate the error; however, the touchscreen was replaced as a precautionary measure. The device passed diagnostic and touchscreen calibration as well as performance verification testing.

Event description:
It was reported that the unit had a touchscreen failure. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported. Event date not specified; estimate used.

Manufacturer narrative:
Date of report: 30may2019. Conclusion/root cause: during failure analysis, a visual inspection of the touchscreen showed no evidence of damage or contamination. During testing, the touchscreen did not calibrate properly and several points were determined to be out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.